Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a quick bolus alert. Tandem technical support educated customer on cause of alert and that it occurs when user cancels a quick bolus. However, the customer maintained that there was an issue and that the bolus had been cancelled without user interaction. Customer requested a follow up for further assistance. The tandem field team made multiple attempts to follow up with the customer and complete troubleshooting; however, a response was not received. The customer's blood glucose level was 395 mg/dl.